Manufacturer narrative:
The UDI for the device is not available since the device lot/serial number is unavailable. A review of the manufacturing records for the device was not possible since the device lot number was unavailable. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include reoperation.

Event description:
In (B)(6) 2018 (exact date is unknown), the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on a follow up visit in (B)(6) 2020, images revealed that the proximal end of the implanted gore® excluder® trunk-ipsilateral leg endoprosthesis had collapsed at the renal arteries. There is a large proximal type I endoleak with apparent crushing of the proximal stent with contrast extravasation in the aneurysmal sac to the level of the bilateral iliac arteries. The ima remains reconstituted with likely continued type ii endoleak, obscured by the proximal type I endoleak. There has been interval increase in the size of the left iliac artery aneurysm now measuring 4.3 x4.0 cm. On (B)(6) 2020, the physician reintervened and ballooned the proximal implanted endoprosthesis. Then a medtronic suprarenal endograft was implanted and several rows of aptus endoanchors were used. The patient tolerated the procedure.